Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited low out-of-range impedance measurements for some time. Surgical intervention was performed and the lead was capped. Besides intervention, there were no adverse patient effects.